Event description:
It was reported that a malfunction occurred with the pump, indicated by the malf 9 code. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and advised to call back if the malfunction happened again, which the customer understood.